Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 157 mg/dl. Customer also stated the no delivery alarm was resolved by a complete set change. The customer also stated insulin could not be pushed through the tubing prior to the alarm occurring. Customer was advised to call back when the alarm occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.